Event description:
It was reported the pt is experiencing heating from his scs ipg. The heating increases during charging. A new charger was sent to the pt to resolve the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.